Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (monophasic pulse during treatment event) has been confirmed. Upon investigation the electrode belt was unable to proprerly communicate with a monitor. The cause for the failure was isolated to thermally damaged u727 and u728 components on the distribution node pca. The root cause investigation found that the conductive gel released during the initial treatment event on (B)(6) 2016 from the rear 1-wire therapy electrode had ingressed into the therapy electrode enclosure, causing a short that damaged the components on the distribution node pca. The root cause for the gel ingress is currently under investigation. An internal corrective action has been issued. No adverse event resulted from the defective electrode belt. The lifevest properly treated the patient during vf.

Event description:
A us distributor contacted zoll to report that the patient was treated on (B)(6) 2016. A review of device download data indicates that the lifevest properly detected vf at 19:29:08 on (B)(6) 2016. A 150j treatment was delivered at 19:29:43. The treatment converted the vf to an accelerated idioventricular rhythm. At 06:31:57 the following morning the patient again degraded to vf. The lifevest again delivered an appropriate treatment at 06:32:33 during vf. The second treatment was 117j. The post-shock rhythm is unknown due to electrical damage to the electrode belt. A review of download data reveals that the lifevest did not deliver the second phase of the biphasic waveform during the second treatment. The patient survived the event. There was no adverse event.